Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected by the tech prior to anesthesia with nothing noted out of the ordinary. The issue occurred when the surgeon was placing clips onto the cystic before finishing dissecting the rest of the gallbladder from the liver. The issue occurred after the second clip was deployed. The appliers opened just fine; clip was not deployed onto tissue. The surgeon reported that the applier felt too smooth or loose; movement was more like the jaws lack the ability or force to fully clamp the clip into place. No unexpected motion of clip applier was experienced. The issue was related to an unsuccessful clip application. The weck hem-o-lock, large- purple clips were used for the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passed engagement and was able to retain the clip through engagement but could not apply the clip). The clip stayed attached to the clip applier and was unable to be released. There were no bent clip tips observed that would have caused a failed clip test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument wrist was moving "too smoothly" and when trying to fire a clip it would only fire 2 out of 3 clips properly. There was already a second clip applier on the field, so the case was finished with the second clip applier. The procedure was completed with no reported injury.